Manufacturer narrative:
The investigation determined that a non-reproducible higher than expected vitros amon quality control result was obtained from a non-vitros control fluid using vitros amon micro slides on a vitros 5,1 fs chemistry system. The assignable cause of the event is most likely an instrument event related to microslide incubator contamination. The cause of the contamination of the microslide incubator was not identified. Results of pre-service amon precision tests were unacceptable compared to ocd guidelines, indicating the vitros 5,1 instrument was not performing as intended when processing vitros amon slides. An ortho clinical diagnostic field engineer (ocd fe) is currently working to perform the recommended incubator decontamination procedure to return the instrument to expected operation. Following service actions, it is expected that acceptable vitros amon performance will be obtained. Investigation is ongoing.

Event description:
The customer observed a non-reproducible higher than expected vitros amon quality control result from a non-vitros control fluid using vitros amon micro slides on a vitros 5,1 fs chemistry system. Level 3 result: 104.9 umol/l vs. L3 baseline mean 85.54 umol/l. Biased results of the direction and magnitude observed may lead to inappropriate physician action. Although there were no reports of affected patient sample results, it cannot be confirmed that patient sample results were not affected and would not be affected if the event were to recur undetected. There were no allegations of patient harm. (B)(4).